Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. However, a torn guide wire exit notch was found. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the two mini visions did not cross the lesion. The procedure was successfully completed using a vision stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The returned device revealed a tear in the guide wire exit notch.